Event description:
Patient reported security guard placed wand directly ovr battery pack resulting in "shocking" and "depleted battery". Patient states, "I showed my ID card and my bracelet." No report of device explantation. A follow-up report will be sent if additional information is received.